Event description:
It was observed during the device evaluation, the rhino-laryngo videoscope exhibited peeled-off coating on the insertion tube and a sticky control and up/down plate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely degradation led to component failure regarding the insertion tube. Regarding the sticky handpiece, up/down plate, the cause was due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.